Event description:
It was reported that a pump alarm occurred during the loading process. There was no reported adverse impact to the customer's blood glucose level. The customer, assisted by technical support, attempted to load a new cartridge, but the alarm recurred. Technical support decided to replace the pump under warranty. In the meantime, the customer planned to use multiple daily injections as a backup insulin therapy. Technical support provided instructions to the customer on putting the pump into storage mode and initiated the return process for the problematic pump with shipping and handling instructions acknowledged by the customer.